Event description:
Boston scientific received information that this patient's home monitoring equipment detected low out of range shocking impedances for this patient's right ventricular (rv) lead. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The lead was returned to our post market quality assurance laboratory severed 12 cm from the terminal pin. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations on the returned segment of the lead.

Event description:
Additional information was received indicating the patient presented to the emergency room after receiving a shock. Upon interrogation, the device displayed a code 1004 indicating a shorted lead condition was detected. An invasive procedure was performed. The device and lead were explanted and successfully replaced. No additional adverse patient effects were reported.